Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have two (2) severely bent grips, causing misalignment of the grip-tips. There was a 0.4 mm x 0. 5 mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Intuitive surgical, inc. (Isi) received the additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon did not experience any issues with instrument motion. The instrument could not move and the grip was weak. The instrument has been returned and there are no photos or videos available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument poor grip force. The procedure was completing as planned with no reported injury.